Event description:
During a partial parathyroidectomy procedure, it was reported that while cleaning the tip of the forceps, a small piece of material was observed to be loose. The clinician was instructed to remove this loose material and retain it for examination. The procedure was completed without event and there were no ill effects to the patient reported.